Event description:
Rptr complains of possible leaking due to tear in envelope, infections which led to removal of the first set of implants, skin "death", hematoma, fibromyalgia, memory loss, arthritis, arthralgias, inflammation in tissues, inflammation in pericardium, tremors in arms, dysplasia of cervix leading to hysterectomy, depression, "pop" syndrome, bladder infections, respiratory problems, excessive dental problems, degenerative arthritis in spine & hips, bowel disorders, blurred vision in right eye, dry eyes, mouth & vagina, sleep disturbances, balance problems & neurological dysfunction.